Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 480 units of insulin., and the insulin gauge displayed 160 units after the delivery of 10 units of insulin. The customer's blood glucose level was 118 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.